Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of a right atrial (ra) lead, difficulty was encountered with placing the lead. The helix was difficult to extend and when it did, the helix would not stay in place and the helix would not retract when attempting to reposition the lead. Additionally, high threshold measurements were observed. The lead was attempted, but not implanted. During the implant of this replacement ra lead, high threshold measurements were also observed and helix extension and retraction difficulties were also encountered. The lead was successfully placed and remains implanted and in service. No adverse patient effects were reported. Boston scientific received information that this patient died sixteen days later. The cause of death was listed as unspecified. The clinic was contacted and according to the clinic nurse, the lead was implanted on (B)(6) 2016. The patient suffered a stroke on (B)(6) and died on (B)(6). From the physician's perspective, the use of this lead and the implant procedure did not cause or contribute to the patient's stroke that ultimately led to the patient's death. The local representative was not contacted concerning the death of this patient. The device was not interrogated post-mortem and the clinic nurse was unaware if the device was explanted post-mortem.